Event description:
This lead was capped and replaced on (B)(6) 2015 due to high outputs with only intermittent capture which is why the battery was depleted so quickly. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.